Manufacturer narrative:
Correction in d8, g2. Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was calibrated and performed preventive maintenance (pm). Based on the findings, service determined that the probable root cause of the reported issue was due to the customer's damage of logic board along with calibration flag not set. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6)2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported calibrate issues. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported calibrate issues. There was no patient involvement.